Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying a service code 105 and failed incoming functional testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated reason. Upon investigation, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.